Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6)-2010, the humapen memoir burgundy device reportedly could not be set by turning and pressing the knob. This humapen memoir burgundy device was associated with product complaint (B)(4), lot 0903c04. The returned device was found to be in reset; however part of the right hand stripes in the dose digits was missing. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(4)-2010-2010. The humapen memoir burgundy device was not continued. Update (B)(4)-2010: additional information received (B)(4)-2010 via global product complaint database. Added device specific safety summary. Updated (B)(4) device fields appropriately.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary a pharmacy reported on behalf of the patient that their memoir pen could not be reset. The user returned the actual complaint device (lot 0903c04, manufactured march 2009) for investigation. A detailed investigation found liquid ingress with a contributing factor of a cracked lcd cable. The liquid ingress resulted in rust, residue and corrosion throughout the pen's assemblies. The liquid that caused the malfunction is unknown. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action cracked lcd cable. Work instructions were updated and training was provided for handling the lcd cable during assembly. These were completed on (B)(4)-2010. Corrective action, liquid ingress: a corrective action has been initiated to redesign the flexible circuit board to improve the protection of the electronic connections. Improper use and storage - the type of liquid in the pen is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(6). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy device reportedly could not be set by turning and pressing the knob. This humapen memoir burgundy device was associated with product complaint (B)(4), lot 0903c04. The returned device was found to be in reset; however part of the right hand stripes in the dose digits was missing. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(6) 2010. The humapen memoir burgundy device was not continued.